Manufacturer narrative:
A visual assessment of the device shows no ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed no abnormalities. Reported complaint of suture breaking cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
Initial reporter foreign postal code: (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction and meniscal suture surgery, after the t1 deployed as the t2 was ready to deploy, the sutures broke. A same type backup was used to complete the procedure.